Event description:
It was reported that the patient was experiencing near syncopal spells, even with the rate drop response (rdr) on. The device was reprogrammed to be more sensitive, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.